Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was severely angulated making this a difficult procedure and the pt did not want to have an open repair procedure. It was reported that the bifurcated stent graft slipped down as it was being deployed. A talent aortic cuff and an aneurx aortic cuff were required to be implanted proximally. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Evaluation codes, results: conclusion: angulated aortic neck. Stent graft deployed in a pt with a severely angulated aortic neck.